Event description:
It was reported that this right ventricular (rv) lead had chronically perforated post implant. The rv lead remains in service and there will be a future intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had chronically perforated post implant. The rv lead remains in service and there will be a future intervention. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead was explanted. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.